Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the physician had difficulty recapturing the device and the of the delivery device may have been bent. The physician eventually retrieved the device and a new device was implanted. No patient complications have been reported as a result of this event.